Event description:
According to the initial reporter, the customer stated believe the laser caused excessive bleeding during 2 holeps, which lead to 2 patients being re-admitted last night for blood clots. He did request that we investigate fiber lot a253165. This is the same lot that was used when multiple blast shields blew.